Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the permanent cautery hook instrument hook hinge snapped. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have an ear of the distal clevis broken. The broken piece was returned, measuring roughly 0.430¿ x 0.237¿ in size. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.